Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the voltage check failed. Upon powering on the cycler for the voltage check the cycler began to power on and off. Further investigation revealed a burning smell emitting from the power supply. Measurement of the 24 volt output from the power supply revealed a short. A visual examination of the power supply components revealed a shorted transformer. A known good power supply was installed, and the voltage check passed testing. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that a patients liberty select cycler experienced a burning smell during step 2 of setup of their peritoneal dialysis (pd) treatment. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did complete treatment. Additionally, the pdrn confirmed that the patient stated they did not witness any smoke, spark, flame, electrical arc, or other such issue when they noticed the burning smell. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.